Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy which included a prismaflex m150 set ckt. Approximately an hour into treatment, two cracks were observed in the dialyzer of the set. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient.